Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the tube underfilled. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The photo depicted a tube containing very little blood. Additionally, functional tests were conducted on 20 retained samples, and all were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone #: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the tube underfilled. There was no health impact or consequence reported.